Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet wake button intermittently failed to rouse the device, particularly when the device became warm, and normal function returned after cooling; the user provided a video and was advised to place the ilet on the charging pad and, if needed, hold the wake button to restart, and a replacement ilet was dispatched with instructions for shutdown, data sync, and return of the original. Symptoms included no adverse health effects and no change in blood glucose. Outcomes included replacement of the device and user education. Investigation included review of user-reported behavior, device handling conditions, and instructional troubleshooting. Investigation of this case revealed a suspected intermittent wake/sleep button or related user interface malfunction potentially influenced by heat exposure, with normal operation restored after cooling and with case removal. It was concluded, based on previously established findings for similar reports, that the cause was device component malfunction of the wake interface under certain thermal conditions.